Event description:
The customer reported experiencing unexplained low blood glucose for more than a week. Troubleshooting was performed. The customer stated that he was treated by the paramedics at the scene. The customer stated that he was driving when he had his low glucose episode. The customer stated that he was swerving and was pulled over by an officer and emergency medical team was called. The customer's most recent glucose reading was 112mg/dl. The programming, time, and date were correct. The caller stated that the reservoir was showing the same amount of insulin that the status screen shows. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.